Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter additional email address: (B)(4). The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 23 september, 2021. Medwatch report # mw5104010. Report source other: medwatch report. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe would not properly connect, became loose, and leaked. The following information was provided by the initial reporter: it was reported by the medical professional, the syringe does not properly connect with the luer lock.   Verbatim: patient reported that the 50ml syringes do not properly connect with the luer lock on the cassette and if she doesn't hold the connection, the syringe comes loose and the diluent sprays all over, forcing her to waste a mix and start over again. It doesn't happen every time, but almost every time and usually with second 50ml syringe. She thinks it might due to a pressure issue. Asked pt if she feels like this issue with 50ml syringes occurs with certain lot numbers and pt stated no, she doesn't think lot number matters. Asked if the syringes do not screw on tight even when she is not pushing the diluent into the cassette. Patient stated yes. Notified nursing supervisors to send nurse to help troubleshoot issue. No adverse event occurred. Devise not available for return. No missed dose. No other information known.